Event description:
It was reported that the system 9800 would lock up and not operate properly. Also it was reported that the images were streaked with horizontal lines occasionally. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction could not be verified. Replaced lithium cpu battery as preventative measure. Inspected and made secure all interconnects. Suspect ccd camera may be failing. The system was tested and found to be working as intended and placed back into service. Operator will monitor.